Event description:
This x-ray system had a burning smell coming from the console monitor. The viewing substation (visub) blew a fuse. The visub became inoperable. There was no pt in the room at this time.

Manufacturer narrative:
(Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to FDA.